Manufacturer narrative:
Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Rmas issued. Replacement open spine clamp shipped to site (B)(4) 2013. No parts have ben returned to manufacturer for evaluation.

Manufacturer narrative:
Lot 3 now provided. Manufactured date now provided. Suspect clamp evaluated by manufacturer. As reported, the adjustment screw threads are damaged in the middle of the travel not allow the clamp to close. Also, the retainer ring on the tip of the adjustment screw is stretched allowing some play in the movement of the clamp face. Physical damage of screw threads causing them to strip directly caused event. Replacement clamp sent to site for issue resolution.

Event description:
A medtronic representative reported a stripped spine screw on an open spine clamp. This was identified when the surgeon was attemptting to attach the frame to the patient. A secondary spine clamp was brought in to continue and this created no delay. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.